Manufacturer narrative:
The device used in this case was not returned. A device history record review was conducted for the handpiece in question. The handpiece was released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. The relationship between the device and the reported adverse event could not be established.

Event description:
The physician performed hysteroscopy and mirena iud removal. Device deployment indicator was in red. A series of device manipulations were performed, which moved the line just past the red and into the green zone. The ablation procedure was performed, followed by diagnostic hysteroscopy. The uterine cavity appearance was consistent with adequate ablation. About 48 hours after the procedure, the patient reported to the ER with onset of severe abdominal pain. CT scan was performed and indicated presence of "significant amount" of free fluid and free air in the abdominal cavity. Laparoscopy was performed and a fundal area uterine perforation with no evidence of thermal injury surrounding the perforation site was seen and/or described in the operative report. Uterus was slightly enlarged with potentially 1-2 fibroids in it. The perforation site showed some minor bleeding and was coagulated with the bipolar forceps. A significant amount of adhesions possibly secondary to endometriosis were seen and dissected. A number of endometriosis lesions were seen in the posterior cul-de-sac, which were also cauterized using bipolar forceps. General surgeon was called for consult and after dissecting additional adhesions, identified a small perforation of the ileum, with no evidence of thermal injury described in the operative report. Small bowel resection and end-to-end anastomosis was performed. The patient was discharged a few days later (exact date unknown).